Event description:
Device issue: difficult to deploy, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After clip deployment, difficulty was encountered during device removal. The device was removed via the access ports. The clip deployed in the intended site; however, ten minutes of manual compression was applied to ensure hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.